Event description:
Patient is pacemaker dependent. Post av node ablation an adverse event was detected on hospital telemetry with 10 seconds of asystole. Rv pace/sense lead demonstrated intermittent noise and oversensing that cause inhibition of pacing. Lead was laser extracted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 5.5cm proximal to the is-1 connector pin. All fragments were received for analysis and visually and electrically analyzed. The visual inspection showed several abrasion marks along the lead body. In particular, approximately between 11cm and 9.5cm as well as between 6cm and 4.5cm proximal to the lead tip the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with atypical tissue or another implantable device such as the nearby lead. Diagnostic images clarifying this assumption were not available for analysis. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.